Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection, lysis socket; lysis stem; malalignment stem. (Left) patient ID: 2nd revision (B)(4). First revision asa: p2 - mild disease not incapacitating. Additional information received from njr on 9/18/2017: updated pt (B)(6). Added liner and stem.